Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to an electrically shorted capacitor, designator c134 on the analog pcb assembly. The shorted capacitor caused excess current to open fuse, designator f1; which prevented the device from powering on. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.